Event description:
The device was returned for analysis

Manufacturer narrative:
Retainer ring = black. Case type = ngp. Customer returned device for an alleged blank display and failed battery alert/battery failed alarm found on october 12, 2022. The device powered up properly after battery installation. The pump passed the self test, displacement test and active current measurement. However, the pump had a high sleep current measurement. The pump was monitored for several hours and no blank display and failed battery alert/battery failed alarm noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. However, insert battery alarm was recorded and found in the formatted history file on: october 12, 2022 16:31:35.000, october 12, 2022 16:32:12.000, october 12, 2022 16:52:10.000. Failed battery alert/battery failed alarm was recorded and found in the formatted history file on: october 12, 2022 16:31:05.000. Earliest power data available per the power management tool/detail trace file is on october 14, 2022 at 9:45:35 pm. There was no power data available for the event date of october 12, 022. Unable to check power data for failed battery alert/battery failed alarm. Pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to electrical board. No evidence of physical or moisture damage on the 1, - 2, force sensor, motor and vibrator¿assembly noted. The original electrical board 2 was installed in a test electrical board 1, case, internal battery and motor. Powered the device on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original electrical board 1 was installed in a test electrical board 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The pump had a high sleep current measurement, suspected on the electrical board 1/electrical board 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Blank display was not confirmed. Failed battery alert/battery failed alarm and unexpected battery power loss or replace battery alert/replace battery now alarm were confirmed. Failed battery alert/battery failed alarm and unexpected battery power loss or replace battery alert/replace battery now alarm, suspected on the pcba 1/pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Manufacturer narrative:
(B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a failed battery alarm. Troubleshooting was offered, but declined by the customer. No harm requiring medical intervention was reported. The customer will discontinue using the device but it is unknown if it will be returned for analysis.